Manufacturer narrative:
Brand name was initially reported as "superline." Correction was made to report brand name as "implantium." The PMA/510k number was corrected accordingly.

Event description:
The doctor reported the implant was removed due to failure to osseointegrate less than a month since the date of surgery. Oral hygiene at the site of the implant was moderate. Bone quality at site of surgery was type 2. During the surgery, local infection and pain were observed. Patient has recovered since.

Event description:
The doctor reported the implant was removed due to failure to osseointegrate less than a month since the date of surgery. Oral hygiene at the site of the implant was moderate. Bone quality at site of surgery was type 2. During the surgery, local infection and pain were observed. Patient has recovered since.